Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration'), pelvic pain ('chronic pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included generalized anxiety disorder. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue") and psychological trauma ("psych treatment"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on 1-oct-2018. At the time of the report, the perforation, pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered fatigue, pelvic pain, perforation, psychological trauma and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, fatigue, pelvic pain, abnormal uterine bleeding". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration'), pelvic pain ('chronic pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included generalized anxiety disorder. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue") and psychological trauma ("psych treatment"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered fatigue, pelvic pain, perforation, psychological trauma and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, fatigue, pelvic pain, abnormal uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.